Event description:
Pt presented for removal of 5 teeth including 4 impacted 3rd molars. Use of electric handpiece, despite lack of perceptable heat resulted in severe burns of lower right & left lip adjacent to commissures. These burns required treatment & will require plastic repair. On (B)(6) 2010, pt with mom and fiance, reports improvement but with obvious lesions lower left and right lip onto skin surface. However, no sign of infection, wounds clean, exam of extraction sites within normal limits. Mom indicates that pt has seen dr (B)(6), a dermatologist, and was advised that pt has second degree burns, she prescribed a steroid ointment, and took bacterial cultures.